Event description:
The manufacturer received a complaint of a ¿service required¿ alarm on the device. Evaluation confirmed error code indicating that the internal li-ion battery wake voltage was below 10.000v. The device was not reported to be in patient use at the time of the event, and no patient involvement or harm was reported. The device was removed from service for evaluation. The device was returned for service, and the customer¿s complaint was confirmed. During evaluation, the internal battery wake voltage failure was identified, and the internal battery pack and system pca were replaced to address the issue. An in-line filter in the fio2 return tubing was also found clogged with dust and was replaced. Additional preventive maintenance performed as part of the 4-year pm assessment included replacement of the muffler assembly and air inlet foam filter. Valve and battery assessments indicated no additional replacements were required. The device passed final testing.